Event description:
It was reported that the patient had an inflatable penile prosthesis (ipp) revision due to the device not functioning properly and the cylinders were not inflating. There was a suspected issue with the pump. During the procedure, it was noted that the tubing from the reservoir was twisted/coiled. There was no flow of fluid from the reservoir to the pump and the pump was not pumping properly. The reservoir and pump were explanted and replaced. The device was tested and functioned properly. There were no patient complications.